Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Reporter email address is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: on (B)(6) 2018, it was found before the surgery that the screwdriver shaft could not be inserted into the holding sleeve. The surgeon conducted the procedure as planned. The surgeon comments that the screwdriver shaft in question might be thicker than usual. The surgery was successfully completed, and there was no adverse consequence to the patient. This report is for a threaded holding sleeve for polyaxial screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected data: corrected device manufacture date. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part number: 03.614.017, synthes lot number: 5913749: manufacture site: synthes salzburg, release to warehouse date: 21.november 2011: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the holding sleeve (part # 03.614.017, synthes lot # 5913749 mfg 21-nov-2011) was received at us cq with minimal signs of wear. Functional test: the screwdriver shaft was inserted into the holding sleeve while the button with the green band was held. The screwdriver shaft was able to be inserted. The button was released, and the screwdriver shaft was held in place. When moving the screwdriver shaft downward it clicked into place within the holding sleeve. The two parts were able to be assembled. This is not consistent with the reported complaint condition. The complaint was not able to be replicated, therefore the complaint is not confirmed. Dimensional inspection: dimensional analysis was completed, the diameter of the holding sleeve shaft measured and is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is not confirmed as the holding sleeve (part # 03.614.017, synthes lot # 5913749) was received with the screwdriver shaft insert and they were able to be assembled. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device was not assembled correctly. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.